Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The malfunction was observed, however, we cannot confirm the root cause due to the analog board received in a compromised condition. The analog board was scrapped and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.